Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. When the lens was inserted into the eye, the surgeon noticed a broken haptic. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.